Event description:
Patient's doctor reported patient has experienced elevated blood glucose levels since any month; no more details were provided. Doctor stated patient has been in stationary treatment since last week and is being provided insulin therapy with another infusion device; type of device was not provided. Doctor reported that when the patient changes to her own infusion device, her blood glucose level is too high; exact reading was not provided. Patient's normal blood glucose level was not provided. Doctor stated he checked the infusion device, selected a bolus of 20 units (no air bubbles in the cartridge or transfer set) but not enough insulin flows out of the transfer set. Doctor alleges the infusion device delivers too low insulin. No further information available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result pump: the delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within the product specifications. Additional finding: the visually inspection of the electronic parts revealed that the acid of the supercap has leaked out. Therefore, the supercap and the surrounding electronic parts are corroded. The supercap is without function and did not provide energy during the battery change to keep the date and time setting in memory. History list: the history analysis revealed that since the (B)(6) 2013, unusual fluctuations of the day totals have begun. On several days ((B)(6) 2013) while battery change the pump lost time and date; however, after each change the customer confirmed the default time/date settings of the pump and subsequently set them correctly again. Out of the reason that the customer has confirmed the default time and date settings of the pump, the device correctly triggered no w3 (review time/date) warning. In addition since the (B)(6) 2013, the customer programmed no more boli via the pump as consequence since that day only the basal rate were delivered to the customer. All by the customer programmed boli and basal rates were successfully delivered by the pump. The problem mentioned by the customer could not be reproduced.